Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra link meter was reading inaccurately high compared to feelings/normal results and a continuous glucose monitor(cgm). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began in (B)(6) 2017, however was unable to specify an exact date and time. The patient had obtained alleged results of ¿336, 274 and 263mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient also compared an unspecified result on the subject meter which she stated was higher than that of her cgm. Lfs does not consider meter to cgm to be a valid comparison in determining accuracy. The patient manages her diabetes with insulin pump therapy and reported that she increased her dose of medication depending on the results she obtained in response to the alleged product issue. She detailed that immediately after the issue began she developed the symptoms of ¿dizzy and sweating¿. The patient did not report medical intervention and denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the correct unit of measure was used. The patient did not have control solution to perform a test. The test strips were stored correctly and within their expiry date. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high blood glucose results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.